Event description:
Complainant alleged that the device charged and discharged energy automatically to a pt during attempts to defibrillate during cardioversions. Complainant did not indicate that there was any adverse effect to the pts due to the reported malfunction. The clinicians did not report this info to the facility's biomed dept at the time, and zoll med did not receive this info until now. Therefore, there is no specific pt info available.